Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion into the surgical patient, natural removal of the foley catheter was confirmed after about half a day. Even after injecting sterilized water again, leakage of sterilized water from the sample port was confirmed after about four hours.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon observed at 70:30. The balloon passively deflated in four (4) minutes and three (3) seconds with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed, a risk and labeling review is not required. Correction- d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion into the surgical patient, natural removal of the foley catheter was confirmed after about half a day. Even after injecting sterilized water again, leakage of sterilized water from the sample port was confirmed after about four hours.